Event description:
It was reported that during multiple da vinci surgical procedures, the surgeon noted movement of instruments in arm 2 were sticking and jerking. Arm 3 had not been used and was currently docked. The surgeon switched to patient side manipulator (psm) arm 3 controled by master tool manipulator (mtm) and it felt normal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The patient side manipulator (psm) arm 2 was returned to isi for failure analysis investigation. Engineering found that the psm arm 2 passed sine cycle and slow sweep, but failed the in-house brake drop test. The axis-2 brake, axis-2 gears, brake bearings and brake shaft were replaced. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.